Event description:
Additional information received indicated the implantable cardiac monitor (icm) bluetooth telemetry issue was resolved by interrogating the icm in clinic. The patient was stable post intervention.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that the device entered ble lockout due to an abnormal use detection. The device was performing per design.